Manufacturer narrative:
The investigation into the impella pump stop is on-going at this time. No product has been returned yet for analysis. Upon completion of the investigation should a root cause be determined, a final report will be filed.

Event description:
A patient with a complex medical history was admitted for bypass surgery. The medical team had complications in the operating suite which prompted insertion of the impella 5.5 pump for hemodynamic support. The patient was then admitted to the ICU with an open and packed chest. After over 130 hours of support the impella 5.5 stopped. The pump was explanted and replaced with another pump and support continued.

Manufacturer narrative:
Since the original report was filed, the investigation into the pump stop of the impella 5.5 has concluded. The team did not return the pump product for analysis. The root cause could not be definitively determined, however the team did note the purge sidearm was broken, which could have allowed for blood ingress which would cause the pump to stop. The failure mode will be monitored and trended.

Event description:
We are filing this supplemental report retrospectively to indicate a purge side arm crack leak that occurred leading up to the pump stop. Both pump stop and purge side arm damage/leakage are reportable malfunctions.

Manufacturer narrative:
(H3) the investigation into the reported 'pump stop and purge leak: pump" has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that the exact cause of the purge reservoir leak could not be determined. The cause of the pump stop is most likely due to blood ingress as a result of the low purge pressure. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿